Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited communication error and green fluid discharge. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h3, h4 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the investigation identified the following reportable malfunctions: -no image -communication error b 30 - connector-yellow fluid discharged based on the results of the investigation, the communication errors were attributed to electrical and degradation problems, the image loss is attributed to stress and electrical problems, and the foreign matter was attributed to stress. However, a definitive root cause could not be established for any of the identified malfunctions and the foreign matter could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info